Event description:
Customer reported an issue with the panorama central station telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The telepack was evaluated and replaced.